Manufacturer narrative:
The field service engineer replaced the dilution vessel and the vacuum nozzle, performed decontamination of the analyzer, and adjusted the vacuum nozzle. Calibration and controls were run with no problems. Precision studies were performed and the results were within specification. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ise indirect na, k and cl for gen.2 on a cobas 8000 ise 1800 module. The sample initially resulted in a na value of 163 mmol/l, which repeated as 140 mmol/l the sample initially resulted in a k value of 5.4 mmol/l, which repeated as 4.8 mmol/l the sample initially resulted in a cl 84 value of mmol/l, which repeated as 102 mmol/l. The repeat results were deemed correct. The questionable results were reported outside of the laboratory. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.